Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 650 mg/dl. The customer was hospitalized since christmas eves with high blood glucose. The customer stated that they are just leaving the hospital. The incident was reported for documentation only and it was a follow up called.